Event description:
It was reported that the customer received a failed self test alarm. The customer's blood glucose was unknown. The customer did not experience a serious injury or hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.